Event description:
Healthcare professional reported via sales representative rupture of tissue expander. Later, healthcare professional reported cause of rupture is unknown, but there is no visible swelling and the CT scan shows there is a possibility of rupture. This record is for left side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ruptured tissue expander. Continued e1 phone number: (B)(6).